Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with reflin injection (500 mg, frequency and route not reported) and fortum injection (500 mg, frequency and route not reported). The outcome of the peritonitis event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported in a follow up that on an unreported date, the patient fluid was found to be clear and the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.